Event description:
It was reported that the right ventricular (rv) lead had variable lead impedance on trend data. The lead remains in use and patient will come in for more frequent follow-ups. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).